Manufacturer narrative:
Immucor technical support assessed the test well images of the testing in question by a remote electronic connection method on (B)(6) 2016. The visual well images were consistent with the generated results from the instrument. An immucor field service engineer (fse) visited the customer site on (B)(6) 2016 to assess the testing instrument. The fse replaced several parts of the fluidics module as a proactive measure only, and the instrument was determined to be operating as expected.

Event description:
On (B)(6) 2016, a customer reporting an unexpected negative antibody screen when using capture-r ready-screen (3) on a galileo echo instrument.